Event description:
It was reported that the patient expired after an implant duration of approximately 3 days. According to the discharge summary, the patient had the aortic valve replacement for aortic endocarditis. Post-operatively, the patient developed hemoptysis and bronchoscopy was performed which showed some bleeding in the left lower lobe. This was stabilized. Patient was continued on antibiotics but remain critically ill. He became jaundiced. On pod #3, the patient developed intractable acidemia. Patient subsequently expired. Diagnosis was provided as: metabolic acidemia, cardiogenic shock, and multisystem organ failure.

Manufacturer narrative:
(B)(4). Unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible with the available information. (B)(4).